Manufacturer narrative:
One 20039e7ds sample was received in sealed packaging from lot ta240283 for investigation. No connecting product was received to aid the investigation. The customer reported that on three occasions, "the extension becoming blocked after a short period of use and having to be replaced. It is not possible to determine which medication was administered at that time." "The following was connected to the patient: pvk - extension kit with smartsite - three-way tap - IV set. No check valve was used. The IV set is unknown." The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction or occlusion of flow was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot ta240283 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the 20039e7ds product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information

Event description:
It was reported that the bd alaris smartsite extension set was occluded. The following information was provided by the initial reporter, translated from german to english: there are three reports that the extension became clogged and had to be replaced after a short period of use. It is not possible to determine which drug was administered at this time. An identical report comes from another hospital. - the following was connected to the patient: pvk - extension kit with smartsite - three-way tap - IV set. No check valve was used. The IV set is unknown. When did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.